Event description:
The spinecath device heated inappropriately when power was applied and produced a small burn at the site of the introducer needle puncture site. The burn appeared to be minor and the pt was discharged to home the same day.